Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a patient was burned on the inner thigh by a scalpel pen that triggered improperly when in use with a force fx electrosurgical generator. The burn resulted in a "skin injury" of unknown severity. This occurred during a caesarian section procedure. Questions have been asked including the scalpel device in use with the unit, the severity of the burn and how the burn was treated. No additional information has been provided by the customer.